Event description:
Patient reported left side breast cancer and cancerous nodules (not device related). Healthcare professional later reported "irregularity of the prosthetic contour in the left breast with small periprosthetic fluid accumulation," "subcentimeter axillary lymph nodes" and capsular contracture, baker grade IV via MRI. The device was explanted.

Manufacturer narrative:
Clarification to h.6 and h11. The events of seroma-late and swollen lymph nodes were inaccurately reported. Please disregard these event codes. A review of the device history record has been completed. No deviations or non-conformances noted. Further investigation summary: the review of the documentation associated to the manufacturing process indicates that all devices involved in this work order were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review the device will not be returned for analysis in the device analysis laboratory. However, as the reported event is classified as non device related, the event is not confirmed. A review of the current risk documents pfmea-silicone filled bi and sizer assy rev 8.0 was performed, and the event of carcinogenesis (cancer) is a known event, for which current process controls and inspections are established to reduce the incidence of this defect. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with breast cancer will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ other - medical: unable to observe as it is not related to the manufacturing process. ¿ cancer: unable to observe as it is not related to the manufacturing process. As per the investigation procedures, deformation was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported left side breast cancer and cancerous nodules. The device was explanted. Healthcare professional later reported "irregularity of the prosthetic contour in the left breast with a small periprosthetic fluid accumulation in its most caudal portion" confirmed via MRI, "subcentimeter axillary lymph nodes were identified", " post-radiation changes are observed in the pulmonary lingula", "bone framework with incipient degenerative changes in the axial skeleton." And capsular contracture baker grade IV.

Manufacturer narrative:
The event of lymphadenopathy, seroma and capsular contracture are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, seroma and capsular contracture baker grade IV.